Event description:
The customer's wife reported the customer's precision xtra blood glucose meter displayed a low battery message and it did not work. The customer's wife reported the customer normally would test his blood glucose every two hours; however as he was unable to test due to the low battery display message, he decided to inject himself with insulin anyway. The customer reportedly experienced an event when he felt unspecified symptoms of hypoglycemia. The customer's wife also reported there was an injury related to this issue. The paramedics were called and it was reported the customer was taken to a health care facility where he was admitted and diagnosed with severe hypoglycemia. Although the customer's wife reported the customer received medical treatment, the treatment rendered is reportedly unknown. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
A specific root cause could not be identified. Calibration and quality control data demonstrate no analyzer related accuracy or imprecision problems were present at the time the discrepant values were generated. Based on the information provided, the incorrect results were most probably caused by a pre-analytic issue. Sample pre-analytical handling and conditions did not prevent the sample from being contaminated with traces of fibrin or microclots.

Event description:
The user experienced issues with erroneous results for patient samples since (B) (6) 2010. The user provided data for three patients which generated erroneous results on (B) (6) 2010. Of the data provided, the results for two of the samples were discrepant. Sample 1 calcium initial result was 15.2 mg/dl, repeat result was 9.1 mg/dl. Bicarbonate initial result was 48.0 mmol/l, repeat result was 26.0 mmol/l. Sample 2 calcium initial result was 13.3 mg/dl, repeat result was 9.3 mg/dl. Bicarbonate initial result was 37 mmol/l, repeat result was 27.0 mmol/l. The user stated they reported the repeat results and the initial results were never reported. The calcium and bicarbonate reagent lot numbers were not provided. The field service representative could not determine a cause. He discussed specimen preparation with the user and changed both c and b probes. To verify the analyzer operation, he ran calcium and bicarbonate precision testing with a patient specimen and performed a check test.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.